Event description:
Ous MDR - it was reported that 58 months after the implant of this lead the impedance decreased and oversensing was detected via home monitoring. Ventricular fibrillation episodes with aborted shocks had been recorded. The lead was capped. No adverse patient side effects were reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data and x-ray images received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received home monitoring data were inspected, confirming the clinical observation. The data revealed the presence of noise in the rv channel which led to the detection of four vf episodes. No shocks were delivered. A rv impedance drop was registered, as mentioned in the complaint description. The inspection of the diagnostic x-ray images received for analysis revealed a severe curvature of the lead body. However, no conclusions can be derived from the available images. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, the root cause of the clinical observation could not be determined.